Event description:
Caller reported a pixel display issue on the pump where only the bottom portion was visible while the rest remained dark. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.